Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2017 with the following findings: the delivered boluses in the pump matched the total daily dose bolus history. A pair of manual 10 unit boluses were administered and both were recorded accurately in the pump's history. A bolus was successfully delivered from the meter with the pump. The pump was exercised for 24 hours and was found to be delivering accurately. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an issue with the pump's bolus history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.